Manufacturer narrative:
(B)(4)

Event description:
It was reported "arterial catheter loses waveform in a very short time. And in some cases the catheter has been angled at the junction point with the cone. " the device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00609.

Manufacturer narrative:
Qn#(B)(4). The customer provided three photos for analysis. Two of the images showed the list of potential lot numbers from the customer. The third image showed the contents of an arterial kit. It is assumed that this photo is for reference as it shows an unopened arterial kit. Two arrows are visible pointing to different locations on the arterial extension line. No obvious kinking is visible. The customer also returned one arterial catheter for analysis. Signs of use were observed inside the catheter body and extension lines. Visual inspection of the catheter revealed very a small kink on the body directly adjacent to the juncture hub. No other defects or anomalies were observed. The kink on the catheter body measured 1mm from the juncture hub. The catheter body length measured 84mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The inner diameter of the catheter body tip measured 0.58mm, which is within the specification limits of "the catheter tip must allow the pin to be inserted from = 0.58mm to a depth of at least 2mm reversible tip deformation during the test is acceptable" per catheter product drawing. A lab inventory guide wire (measured 0.51mm) was inserted into the catheter tip. Resistance was encountered due to the build-up of congealed biological material; however, the guide wire was still able to pass through the entire catheter. Performed per IFU statement, "hold guidewire in place and remove introducer needle. Hold guidewire in place and remove catheter if catheter/needle assembly is used". After clearing all biological material from the catheter, a lab inventory syringe filled with water was attached to the catheter and flushed. No obvious blockage/resistance was encountered. The catheter appeared to flush as intended. The test was repeated by applying a bending force at the location of the kinking. When the syringe was compressed, the fluid encountered more resistance when passing through the catheter. A device history record review was performed based on a potential lot number, and no relevant findings were identified the IFU provided with the kit informs the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The IFU also states, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed one kink on the catheter body adjacent to the juncture hub. Despite this, the catheter met all relevant dimensional and functional requirements, and a device history record review performed based on sales history did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "arterial catheter loses waveform in a very short time. And in some cases, the catheter has been angled at the junction point with the cone. " the device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Assoicated MDR numbers include: 3006425876-2025-00609.